Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The coil was returned within the introducer sheath. Visual and microscopic inspection of the returned device revealed that the coil delivery wire was kinked and broken/fractured; the main coil was kinked and stretched. It is probable that the coil was kinked and stretched due to some procedural factors during use. The damage (break and kink) noted to the delivery wire during product analysis is consistent with handling of the device during the procedure, therefore an assignable cause of handling damage was assigned to the observed delivery wire break.

Event description:
Analysis of the returned device found that the coil delivery wire was broken. There was no clinical consequence to the patient as a result of this event.